Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the no flow out, load set and no food alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming load set as expected. The initial reporter stated that complaint was discovered during testing and that there was no patient involved in the complaint. (B)(4).